Manufacturer narrative:
Power loss alarm confirmed in the long trace. Detail trace analysis confirmed power loss alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic that the insulin pump had a pump error alarm. The customer stated that they received low battery alert prior to insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.